Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when tunneling the catheter, the white tip of the tunneler allegedly broke. Reportedly, a new kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: based on the sample evaluation: one equistream 14.5 fr, 23 cm, split tip long term hemodialysis dual lumen catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the device examination showed an obstruction in the distal, tunneler attachment segment of the blue lumen distal catheter tip. The 0.22 ins obstruction was not flushed out or removed so as not to disturb the evidence. This together with the remaining stub measurement of 0.25 ins indicates an approximate 0.3 ins length missing from the tunneler connection attachment. Microscopic evaluations provided confirmation of the gross visual observations in particular the evidence of a fragment of apparent tunneler attachment tip in the appropriate segment of the catheter. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.